Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, a permanent cautery hook instrument was intermittently arcing over to a closely positioned maryland bipolar instrument. It was stated the instruments were not touching but were approximately 2 to 5 millimeters from each other when arcing occurred. Also, it was stated that surgeon's energy settings were very high. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.